Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon visual examination, it was noted that the bag was partially detached from the ring and was not cinched and still folded. The pull ring was set in the handle. The plunger and metal ring advanced and retracted properly. The bag was manually cinched without difficulty. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture.. Subsequently, the complaint data did not display an increased trend for detached bag complaints. These conditions suggest that the gold ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: a ring of a pouch was broken, so the product was not used for a patient during the procedure. No patient involved. Operating time not extended.